Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the events occurred due to wear and tear by wrong handling by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the charged coupled device being defective, additional findings were as follows: there were broken fibers¿ the cable was defective; and broken components at cable assembly and whole device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had an image problem. There was no patient harm associated with the event. The device was evaluated, and it was found that the charged coupled device was defective. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.